Manufacturer narrative:
The device referenced in this report couldn't be returned to olympus medical systems corp. For evaluation since the user discarded this device. Therefore the exact cause of the reported event could not be conclusively determined at this time. However the user' opinion is that cause of this phenomenon was most likely to be platelet level rather than the device. If additional information is received a later time, this report will be supplemented.

Event description:
When the subject device was used during a splenectomy, a post-op bleeding occurred. Therefore re-laparotomy was necessary. The procedure was completed by the subject device. The user isn't sure if this phenomenon was related to the subject device or if it was just due to patient's poor platelets. The damage of the subject device and any fragment which fell off inside the patient were not reported.

Manufacturer narrative:
The manufacturing record was reviewed with no irregularities.